Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, explanted: 2015 (B)(6); product type catheter product ID 8711, serial# unknown; product type catheter.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # unknown, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no significant anomaly. The pump motor o-ring had wear. Analysis of the catheter (sn unknown) found difficulty with the sc connector led to explant. Only the metal housing of the catheter was returned and was still attached to the pump.

Event description:
It was reported during a procedure to change a pump because it "became end of life (normal procedure)", the catheter connector (sc connector) would not come out of the pump resulting in a broken catheter connector. Surgical intervention was required, specifically another pump connector was used (same operation). There were no reported patient symptoms and the outcome of the event was not reported. The pump was used to deliver baclofen (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.